Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n523970, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported the primary reason for the call was to discuss an implantable revision case that was going to occur today the day of the report. The rep asked about specifications on boots and their ability to cap lead tail. The rep did not know if the healthcare provider (hcp) would do this or replace the ins as well. The rep suspected that the patient had an infection. The healthcare professional (hcp) was going to flush the pocket or just put the patient on antibiotics. Further follow up with the rep reported that no infection was found during the procedure, so all spinal cord stimulation equipment remained intact. The pocket was cleaned, but no revision. The indication for use was non-malignant pain. The patient recovered without sequela.